Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the lifevest electrodes. The patient's physician determined that the patient was having an allergic reaction and instructed the patient to use benadryl. The medical outcome of the patient's irritation is unknown.